Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume (specific values not reported). No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.